Event description:
During perclose proglide deployment, delivery tool was stuck in right femoral vein. The surgeon attempted to remove the tool unsuccessfully. Cath lab interventionalist fellow, k, and cath lab interventionalist, were called to assist. The proglide tool was disassembled. The surgeon was able to free the device and manual pressure was held to right groin. Vascular surgeon, a, was contacted and arrived. He suggested to have cta (computed tomographic angiography) and sono of right groin to evaluate for possible foreign body, as it was discussed that a piece of the "foot plate" from the proglide tool may have broken off during removal. Pt (patient) groin site was without hematoma or oozing and was covered with gauze and tegaderm. Pt vitals were stable throughout and he was extubated and taken to pacu (post-anesthesia care unit) in stable condition. Pt was admitted for observation and tests mentioned above. It should be noted that the left groin site was stable after manual pressure, covered with gauze and tegaderm. No proglide was used on the left. (All pieces of proglide were saved post procedure.)